Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 24. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, bleeding, abscess and inflammation. No further patient complications were reported.